Event description:
It was reported that a malfunction, identified as malfunction 9, occurred with the customer's pump. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not reoccur. Customer was advised they could continue using the pump and to reach out if the issue happened again.